Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found the helix was extended, stretched, and bent consistent with procedural damage. The helix mechanism/extension length test could not be performed due to the damaged helix. The cause of the reported event was isolated to the helix being stretched and bent.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead's helix exhibited unspecified rotation issue. The lead was not used and replaced. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.